Event description:
Same case as MFR rep #2134265-2008-00308, #2134265-2008-00310, and #2134265-2008-00311. It was reported that following a coronary artery drug eluting stenting treatment procedure a dissection was discovered and myocardial infarction and thrombosis occurred. The case was emergent due to myocardial infarction (mi). The target lesions were in the right coronary artery (rca). The vessel was predilated with a 3.0x15mm maverick balloon. A 3.5x8mm taxus express2 drug eluting stent (des) was implanted in the distal rca. A 3.5x32mm taxus express2 des was implanted proximal to the 3.5x8mm taxus express2 des. The devices did not overlap and were separated by a gap approx 40-45mm in length. The devices were considered to be well positioned and well apposed by under angiography. The pt was prescribed aspirin and plavix for followup. There were no pt complications reported. The pt was discharged "3-4 days later" in "fine, great" condition. Seven days following implant, the pt suffered another mi. Thrombosis was diagnosed angiographically at the proximal edge of the 3.5x32mm taxus express2 des. A non-bsc aspiration catheter was used. The thrombosis was also treated with a 4.0x12mm quantum maverick balloon. A bsc intravascular ultrasound (ivus) imaging device confirmed that the "stent appeared underemployed and an edge dissection was discovered at the proximal edge of the stent". The dissection was treated with a 4.0x8mm liberte' bare metal stent. It is unk when the dissection occurred; however, in hindsight, the physician believes the dissection occurred during the initial implant procedure and was not readily recognized as ivus was not used during the initial procedure. There were no add'l pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without analysis of the complaint device it was not possible to determine if the device exhibited any irregularities that may have contributed to the reported event. It is notable that there is no indication that the complaint device malfunctioned, did not perform according to specification or directly contributed to the reported event in any way. Vessel dissection and stent thrombosis are known potential adverse events related to vascular stenting procedures. Because the batch number is unk it was not possible to perform a similar complaint trend review or a review of the mfg records for potential batches for the complaint device was not possible. The exact cause of the reported event could not be determined; therefore, the root cause will be documented as an anticipated procedural complication. La CAPA was initiated to address this issue.